Event description:
Information received from the field notes that the patient, previously lost to follow-up, was seen for a pacemaker check. A few weeks later, the patient went into ventricular fibrillation and collapsed outside the hospital. The emergency response team delivered multiple shocks to bring the patient out of ventricular fibrillation. The patient expired at the hospital and the device was found to have no output.